Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing a reset for the malfunction code; however, the issue recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.